Event description:
It was reported that during surgery the red light was going off. It is unknown if the procedure was completed since no back-up device was available. Neither delay or patient injury were reported. Attempts were made to retrieve further information but no response was received from the complainant. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records shows there are no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found related failures. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed no problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot pn 13546-01 for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨unspecified functional failure¨ include, but are not limited to: 1. An issue with the subject wand. 2. An issue with one or more of the concomitant devices in use at the time of this complaint event. 3. Improper power cycling of the controller. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.